Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The tubing was primed with water and a leakage was found at the inlet port of the y-site just below the back check valve. Visual inspection under the microscope showed a lack of solvent on the tubing that gets inserted into the y-site. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturing investigation, leakage between tubing and y-site (arm) could be related to lack of solvent due to an incorrect insertion of the tubing in the solvent dispenser or a gap by the assembler for not correct follow up to the work instructions. Reported lot 25105329 was manufactured in october 2025, and some actions to address leakage and separations (including the specific area reported - tubing and y-site) were implemented after the production of the reported lot. The standard work instruction was updated to assign the responsibility to the solvent operators to verify the correct functioning of solvent dispensers after bushing changes and cleaning guide for bushings before to place it into the production line. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: IV tubing had a hole/cut in the seam of the tubing where the top port closest to the medication bag connects to the tubing, causing the medication to leak on the floor. Estimated loss of 10ml of medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.